Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 24 mmol/l. The customer also reported no alarms were present on the insulin pump. Customer also reported the insulin pump passed a motor displacement test. The insulin pump will be returned for analysis.